Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on the act button. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. Insulin pump received with severely scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and scratched around casing.

Event description:
The customer reported a button error alarm. The blood glucose reading was 130 mg/dl. There were no significant events that led to the event. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.